Event description:
It was reported that during a meniscal repair, two #1 implants came off the suture and remain in the patient's knee. After the surgeon advanced the first implant through the meniscus and removed the trocar, the suture came out leaving the implant loose in the patient's knee. This incident happened twice, resulting in two #1 implants remaining in the patient's knee from two different lots. Case was completed using a different type of implant. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is inadvertent fraying, nicking, or cutting of the suture while advancing the insertion spears or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow up report will be submitted.